Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a 1: a0205 - packaging problem (3007)). Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿, one unit (1) exhibited inconsistent cap color. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, one unit (1) exhibited inconsistent cap color. No adverse impact was reported regarding the patient or user.